Event description:
A report was received that the patient has shooting type electrical pain from the stimulator. The patient had stopped using the device as it was giving her a painful shock when she turned it on and was causing pain from the mechanical pressure in the patient¿s back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not implanted with bsc leads and was never implanted with a bsc system.

Manufacturer narrative:
Date of event: (B)(6) 2012.

Event description:
A report was received that the patient has shooting type electrical pain from the stimulator. The patient had stopped using the device as it was giving her a painful shock when she turned it on and was causing pain from the mechanical pressure in the patient's back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not implanted with a bsc ipg.

Event description:
A report was received that the patient has shooting type electrical pain from the stimulator. The patient had stopped using the device as it was giving her a painful shock when she turned it on and was causing pain from the mechanical pressure in the patient¿s back. The patient will undergo an explant procedure.